Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues with the connection between the pump and transmitter. Customer declined troubleshooting with tandem technical support. No additional patient or event information was available. A root cause could not be determined.